Event description:
Dr (B)(6) wished that our acetabular screw system was designed better. Flexible shaft is too short. He was unable to put in a screw in the hip today.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Dr. (B)(6) wished that our acetabular screw system was designed better. Flexible shaft is too short. He was unable to put in a screw in the hip today.

Manufacturer narrative:
The exact cause of the event could not be determined because the device was not returned for investigation. In addition, insufficient product information was provided to conduct a complete manufacturing file review. No further investigation is possible at this time. With the information provided at the time of the investigation, no evidence exists to suggest any manufacturing non conformances. If the device and/or additional information becomes available, this investigation will be reopened.